Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 97745, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that patient was implanted with leads for trial on the date of the report. Everything was fine on the clinician programmer (cp) with rep being able to go to maximum current and the impedances were good. When rep used the patient controller, they got "settings not available" message at 7 ma. Trouble shooting was performed. Some impedances were higher around 3k ohms so rep reprogrammed and changed electrode configuration. Patient controller seemed to work without error message after reprogramming. Later, the same issue occurred when patient leaned forward in their chair. Rep re-ran impedances and found contacts 1 & 2 were now >40k. Rep reprogrammed again and the patient controller was working without error message. On (B)(6) 2017, patient's name was provided and it was reported that there were high impedance on two electrodes so the rep programmed the trial wireless external neurostimulator using the other electrodes and the patient did great and everything else worked fine. No symptoms were reported and no further complications were reported/anticipated. On (B)(6) 2017 additional information was received from the rep. Rep provided patient's name and hcp's name. It was reported that cause of the issues was unknown. Rep rebooted the tablet and re programmed around the impedance issue. Everything was resolved. Patient's trial was only supposed to be for 48 hours. It did not exceed 48 hours. The weight of the patient was never asked. The serial numbers of the devices were unknown. No further complications were reported/anticipated.